Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, drawing, instructions for use, manufacturing instructions, quality control, and trends was completed during this investigation. This complaint refers to the comment that "catheter is tearing from base" and only one of the products returned has this failure mode. Since it is a 15cm catheter (two were returned with the packaging) the complaint device could be one of two lot numbers. The device history record was reviewed for both lot numbers and did not reveal any related non-conformances. To date, a further search of our complaint records revealed this complaint to be the only reported complaint associated to complaint lot numbers. The stylet, needle, and catheter were returned with no biomatter present. The catheter is pulled out from the hub, and the hub is not present. The catheter measures 15 cm in length. The needle was able to be inserted into the catheter with significant resistance. The needle was not able to advance past the pigtail without use of the pigtail straightener. The catheter could have been subject to excess force, causing the catheter to separate from the hub. This particular complaint was associated with other complaints in which the customer stated that they had difficulty advancing the needle through the catheter. It is possible that the hub separated from the catheter because the user was applying excessive force to the hub while trying to insert the needle. Every device is shipped with an IFU label that demonstrates the proper protocol for using the device, where a peel-away pigtail straightener is used prior to inserting the needle. If this procedure was not followed, it could be difficult to insert the needle through the catheter which could have led to the hub separation. However, at this time the current root cause is unknown. The complaint was confirmed based on the inspection of the returned product. A definitive root cause can not be determined. The appropriate personnel have been notified to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Device catalog number: dtvn-5.0-19-10.0-yueh-rdc-070896.(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the yueh centesis catheter is tearing from the base (hub.) Customer indicated this occurs with the the longer 15cm catheter. The circumstances and handling conditions leading to the event are not known. Customer indicates that catheter fragments are reportedly coming through the needle. There are no reported adverse patient consequences relating to this event. The device was received for evaluation. A follow-up report will be submitted upon completion of the investigation.